Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports "she had red areas like a burn on the left side of her pelvic region. A blister had formed in the area". The cause of the consumer stating she had red areas like a burn on the left side of her pelvic region and a blister had formed in the area is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for a red areas and a blister; risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 29-jun-2022, a spontaneous report from the united states was received via telephone regarding a 33-year-old female who used thermacare menstrual 8hr heat wrap. Medical history included prior use of a heat wrap without event. Concomitant products included mucinex (guaifenesin). On (B)(6) 2022, the consumer topically applied a thermacare heat wraps menstrual pain therapy on the middle of the stomach below the belly button for an unspecified indication. After taking the device off after 7 hours, she took the heat wrap off and noticed that she had red areas like a burn on the left side of her pelvic region. A blister had formed in the area. For treatment she covered the area with a band aid. She did not seek any medical attention for her symptoms. The consumer was watching the area closely. The consumer noted if she still had a blister by the end of the week of (B)(6) 2022, she would seek medical attention. No additional information was provided.